Manufacturer narrative:
Investigation: our quality engineer inspected the samples and photographs provided. Bd received two 22ga insyte autoguard bc units within sealed packages from lot number 9021607. All components within were intact. Through the visual examination of unit #1, black specks were found embedded into the needle cover. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to the molding process. The material was determined to be burnt particulate resin (non-foreign). The black specks were most likely created as part of the molding process. Burnt imbedded resin specks result from material build up in the barrel/screw. The evaluation of unit #2 revealed loose black particles on the safety barrel and on the inner area of the top web (pkg). This sample was sent for further ftir testing. The spectral analysis shows that this material is most likely polytetrafluoroethylene (teflon). It can be concluded that the material was introduced during the packaging process however we were unable to determine a definite source. A device history record review showed no non-conformance's associated with this issue during the production of this batch.

Event description:
It was reported that two 22g x 1.00in (0.9 x 25 mm) insyte autoguard bc experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: fms are in the package, in the protection cap and on the barrel.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that two 22g x 1.00in (0.9 x 25 mm) insyte autoguard bc experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: fms are in the package, in the protection cap and on the barrel.